Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring above 3000 ohms on both the right atrial (ra) lead and right ventricular (rv) lead channels. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring above 3000 ohms on both the right atrial (ra) lead and right ventricular (rv) lead channels. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that this system also exhibited noise oversensing as well as high pacing thresholds on both channels as well as a signal artifact monitor episode. The physician opted to explant and replace this system. No additional adverse patient effects were reported. This system has not been returned.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances measuring above 3000 ohms on both the right atrial (ra) lead and right ventricular (rv) lead channels. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that this system also exhibited noise oversensing as well as high pacing thresholds on both channels as well as a signal artifact monitor episode. The physician opted to explant and replace this system. No additional adverse patient effects were reported. This system has not been returned.